Event description:
On (B)(6) 2012, the customer reported to customer service that in (B)(6) of 2011, she had thrush and so did her baby. She stopped breast feeding as a result and pumped because she did not want to keep re-infecting her baby. Her baby's thrush cleared up, however, it took the customer four prescriptions to resolve the thrush she had. She changed the tubing and sterilized it after every use and that did not help. Her doctor believed that the pump/motor may have been contaminated with the yeast infection she had. She wanted to know if the motor could be cleaned.

Manufacturer narrative:
The customer was informed that the pump motor could not be cleaned. In follow up with the customer , she indicated that she and her baby developed thrush in (B)(6) 2011. At the time, she was both breast feeding and pumping. Her baby was put on medication and she cleared up within two weeks. She was prescribed nystatin ointment and diflucan. She discontinued breast feeding and began exclusively pumping so that she would not have to be concerned with continuing to pass the thrush between herself and her baby. Her thrush would not go away, so the doctor thought that the pump may have been contaminated with the yeast infection. She ended up refilling the nystatin ointment once and the diflucan two additional times and the thrush resolved by the end of (B)(6)2011. We are currently working with this customer to replace her pump and get the original pump back for testing/analysis. It cannot be definitively concluded that the pump caused or contributed to the thrush. Should additional information or the product be received, resulting in new, changed, or corrected information, a follow up report will be filed. We will monitor complaints for similar issues.